Event description:
A customer reported experiencing a minimum fill notification issue for about a week. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge, which allowed them to successfully resume insulin delivery.